Event description:
The patient alleged that during a workout the device discharged three times in a row within 30 second intervals. The patient further reported that his device was defective and was double counting heart beats. The defibrillator was turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.